Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed motor test. The pump had missing segments due to a cracked lcd zebra connector. The minilink transmitter and glucose sensor simulator communicated properly to the pump. No unexpected cal error alarm was noted. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and cracked reservoir tube.

Event description:
Customer reported that the insulin pump alarmed motor error; she did not remember when. Customer stated that once the settings cleared after the motor error alarm. Customer stated that the device has been dropped or bumped and has been through the airport body scanner. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.